Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of the spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite gastrointestinal videoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, the nozzle was found to have foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the annual inspection process, the nozzle was found to have foreign objects due to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus for inspection, it was not specified if the customer knew what the foreign material was. There was no delay in the start of pre-cleaning, the customer did flush the air / water nozzle with air and water, there were no abnormalities in the accessories used for reprocessing, it was not specified if the customer wiped or brushed the air / water nozzle with clean lint-free clothes / brushes / or sponges. The customer flushed the air / water nozzle with detergent solution and it was not specified if there were any reprocessing concerns. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover had a white-clouded area, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the objective lens / the plastic distal end cover / the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.